Event description:
A friend or family member of the patient reported that the patient is not feeling stimulation and have a loss or change of therapy since (B)(6) 2016. Therapy was confirmed to be on and there were no falls or emi related to this issue. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.